Event description:
It was reported that when the patient presented to the operating room for a lead repositioning, the patient reported having a sensation in the lower left side of the chest. The physician noted that the r-wave amplitude had decreased over time. An x-ray revealed that the lead had migrated. The helix could not be retracted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.